Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that following a cryoablation procedure with a polarx balloon catheter and polarsheath, the patient experienced dyspnea with pain in the upper stomach. The suspected cause was reported as "acute erosive gastritis." The event resulted in in-person hospitalization and/or prolongation of an existing hospitalization. The diagnostics performed were an electrocardiogram (ECG), x-ray, laboratory work (i.e. Bloodwork), ultrasound/echocardiogram/transesophageal echocardiogram (tee)/transesophageal echocardiogram (tte) and a gastroscopy. No corrective actions were taken and the event resolved. No further information was provided. The device is not expected to be returned for analysis.